Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x24mm synergy ii stent was advanced to treat the lesion. However, the stent was deformed during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that only tip of the device was damaged.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x24mm synergy ii stent was advanced to treat the lesion. However, the stent was deformed during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.